Manufacturer narrative:
Asku

Event description:
It was reported that the patient died. The relatedness of the death to the device system was reported as "unknown". The cause of death has been requested and not received.

Event description:
It was reported that the patient died. The relatedness of the death to the device system was reported as "unknown". The cause of death has been requested and not received. Follow up revealed the patient was last seen in the clinic (B)(6) 2008, the device checked out fine, and everything was normal. Review of public database revealed the date of death to be (B)(6) 2008.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.